Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 29 sleeve broach is missing washer so stem trial will not stay attached.

Manufacturer narrative:
Product complaint: (B)(4). This is a duplicate report of is being retracted as it is report duplication. (B)(4) will be kept for investigation purposes¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.